Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons functioned properly and no moisture damage on keypad traces noted. The keypad connector was locked properly. The device was received with normal operating currents and no unexpected off no power or low battery alarm noted. The unit was monitored for 24 hrs and no constant tone or beeps noted. The device did communicate properly with the minilink transmitter sensor and glucose sensor simulator. The device had cracked reservoir tube lip.

Event description:
It was reported that the customer had an issue with the keypad on the insulin pump. Customer stated that the keypad is unresponsive. Customer's blood glucose level was 140 mg/dl. Insulin pump will need to be replaced. No additional information provided.